Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2021. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was eroding through the skin. The device system was explanted and a replacement system was implanted one week later. No further patient complications have been reported as a result of this event.